Event description:
The customer reported that the 3100a stopped while on a pt and could not be restarted. It was also reported that it smelled like it was burning. The pt was placed on another 3100a and was not compromised at all.